Event description:
It was reported that after the intra-aortic balloon was inserted, the pump experienced "fast gas alarms". Two additional pumps were tried, and both gave the same alarm. The intra-aortic balloon was removed and replaced and the alarms stopped. There were no patient complications.